Manufacturer narrative:
A total of 120 patients, with a mean age of 82.8 years, were treated with closed or open reduction and internal fixation using cancellous bone screws, cannulated cancellous bone screws or a compression screw and side plate (synthes, paoli, pa). This report is for an unknown synthes plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: healy, w.l. And iorio, r. (2004), total hip arthroplasty: optimal treatment for displaced femoral neck fractures in elderly patients, clinical orthopaedics and related research, vol. 429 (429), pages 43-48 (USA). The aim of this study is to evaluate the efficacy of internal fixation, unipolar hemiarthroplasty, bipolar hemiarthroplasty, and tha as treatments for displaced fractures of the femoral neck in elderly patients. Between 1993 to 1996, a total of 186 patients were included in the study. A total of 120 patients, with a mean age of 82.8 years, were treated with closed or open reduction and internal fixation using cancellous bone screws, cannulated cancellous bone screws or a compression screw and side plate (synthes, paoli, pa). These patients were compared with 66 patients, with a mean age of 80.4 years, were treated with arthroplasty from a competitor's device. The mean follow-up interval was 5.9 years (range, 5-8 years). The following complications were reported as follows: 5 patients died before discharge. During the entire study, 47 of the 120 patients (39%) treated with internal fixation died. 15 reoperations (12.5%) followed internal fixation at a mean interval to reoperation of 1.4 years (six hardware removals and nine conversions to total hip replacements). There are reported nonunion after internal fixation of displaced femoral neck fracture and was successfully treated with cementless tha (fig 1, 2). This report is for an unknown synthes plate. This is report 1 of 2 for (B)(4).